Event description:
Additional information received indicated that patient underwent surgical intervention where leads were explanted and replaced. Reportedly effective therapy was restored.

Event description:
It is reported that patient's system was auto reducing due to high impedance on one of the leads. As such surgical intervention is planned to address the issue.

Manufacturer narrative:
B3 - date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000112189.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.